Manufacturer narrative:
(B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date, during a patient follow up, the patient's doctor saw radiographs of set screws disengaged from implanted pedicle screws. The product broke and fragment of the product remained inside the patient. Patient complications were reported as unknown.